Event description:
During baxter's functional testing of a spectrum pump, it was found to alarm falsely for upstream occlusion. There was no opportunity for patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The symptom of false upstream occlusion alarm was confirmed through inspection of the device. It was determined that the root cause for this issue was a wide inscribed pin dimension. This condition is known to be contributed to false upstream occlusion alarms. The upstream sensor was replaced.